Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnosis procedure. The procedure was completed (as planned) by using the wired footswitch. The philips remote service engineer (rse) analyzed the system remotely and confirmed that that the wireless footswitch was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found that the status of the wi-fi (led) indicator was off, and the color of the battery indicator was green confirming that the footswitch appeared normal, but x ray pedal was not working. To resolve the issue, fse replaced the wireless footswitch. The defective parts were returned for analysis, for wireless footswitch, malfunction was found due to loose bracket and not possible to pair with wireless base. After repairs the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.